Manufacturer narrative:
The vessel sealer extend (vse) instrument has been returned and evaluated by the failure analysis (fa) team. Fa investigations replicated/confirmed the customer-reported complaint. The instrument was found to have a grip ring dislodged. The instrument was placed on an in-house system, where it passed the recognition and engagement tests, moved intuitively with a full range of motion in all directions, but its grips did not open. The dislodged grip ring likely caused the grips to not open. The grip-open lever was not functional. The grip ring moved freely up and down grip the grip drive adapter. The probable root cause of the instrument's jaws failed to open was a result of a dislodged grip ring.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument generated a message that the blade was exposed. The user was completing the procedure as planned using a backup vse instrument with no further issue reported. No known impact or patient consequence was reported.